Event description:
It was reported that during the implant attempt, the stylet got stuck inside the lead. The physician felt like it was "pulling the inside of the lead". The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the stylet bent. It was noted that the distal conductor was distorted and had blood/body fluid (not obstructed), the connector pin pulled out/off, there was blood in/on the helix/lobe mechanism, the stylet stuck in the lead-distal coil, and visual analysis revealed implant damage. The stylet was bent in multiple locations (when returned) and was not allowing easy removal of the stylet. Apparent attempts to remove the stylet (at implant) damaged (distorted) the distal conductor, and connector pin photographs taken.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the stylet bent. It was noted that the distal conductor was distorted and had blood/body fluid (not obstructed), the connector pin pulled out/off, there was blood in/on the helix/lobe mechanism, the stylet stuck in the lead-distal coil, and visual analysis revealed implant damage. The stylet was bent in multiple locations (when returned) and was not allowing easy removal of the stylet. Apparent attempts to remove the stylet (at implant) damaged (distorted) the distal conductor, and connector pin photographs taken.